Event description:
Patient returned from cardiac or at 100% av paced. Patient suddenly stopped pacing and was asystolic on monitor. Nurse picked up pacer to find it off. Nurse pushed on button and pacer resumed pacing at previous settings (dual-demand rate responsive pacing 'ddd' rate of 80). Battery light not on. Nurse changed pacer out and gave device to clinical educator for follow up. The physician also indicated that device shut off once in or in same fashion and was turned back on in same way. No permanent injury to patient.